Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during unspecified dates (B)(6) 2019 ("over 2 weeks"). Lot #: the suspect lot is r19f01046, but exact lot is not known for the events. MFR address: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of interlink extension sets were "not threading easily or properly". It was further reported that leakage was identified between the luer lock of the set and non-baxter catheter. On occasion, the connection would later became loose without manipulation. This was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.